Event description:
It was reported that charging cable was not as secure as it had been previously. There was no reported impact to the customer¿s blood glucose level. Customer had already reported issue to customer support and declined further follow-up, and no additional actions or outcomes were documented.